Manufacturer narrative:
The insulin pump was unable to prime during the prime test and alarmed during the basic occlusion test due to a faulty force sensor resistor. The motor was tested outside of the device and passed. The drive support disk was inspected and no anomaly was noted. No cosmetic damage was noted.

Event description:
It was reported that the customer had a prime rewind anomaly on the insulin pump. The customer's blood glucose level was 225 mg/dl. The customer stated that they are receiving a33 alarm during set change. The troubleshooting was performed. The customer was advised that the insulin pump will need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instructions. The customer was advised that the a33 alarm was caused during seating the force sensor did not detect the reservoir.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.